Event description:
It was reported the first coil (subject device) was successfully deployed into the internal carotid artery (ica) aneurysm. However, it was noted the proximal tail of the coil had protruded into the microcatheter. The physician "was able to push out the coil with the guide wire." The procedure was successfully completed. There were no reported clinical consequences to the pt.

Manufacturer narrative:
(Other): for coil protrusion. Additional info regarding the event was requested and the following was determined: the coil was prepared and used in accordance with the directions for use (dfu) and no anomalies were noted. Continuous flush was maintained throughout. There was significant proximal tortuosity of the ica noted. There was no resistance encountered. The delivery wire was not rotated at any stage during the coil placement, all movements were smooth and slow. The same microcatheter was used for all other coils placed during the procedure.